Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed on the right ventricular channel of the implantable cardiac defibrillator through a remote merlin.net transmission. The patient was noted to be in good condition. No intervention was reported.